Event description:
The customer contact reported the device alarmed with multiple s321 (motor error - pmc, left) malfunction alarm codes. There were no reports of any adverse pt events an no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a review of the device history found the device alarmed with s321 (motor error - pmc, left) malfunction alarm codes. No additional info was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing, the device did not alarm with a s321 (motor error - pmc, left) malfunction alarm code; however, it was noted in the device history. Further testing of the device mechanism using a test device at the service ctr found the mechanism passed testing. Visual inspection of the pump mr2 motor found no evidence that the motor had slipped out of its mounting or that there was fluid ingress on the circuit board that could cause a failure resulting in an s321 (motor error - pmc, left) error. The probable cause of the customer reported s321 (motor error - pmc, left) malfunction alarm code could not be determined. There has been an investigation to address the s321 alarm malfunction for symbiq devices with mechanisms containing mr2 motors. The mr2 motor was replaced at the user facility by the field service engineer due to the s321 malfunction alarm code that was found in the history log. This report represents all the info known by the reporter upon query by hospira personnel.